Manufacturer narrative:
Unique device identifier - (B)(4). Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.

Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 - phone, (B)(6) 2017 - email a ge healthcare service representative performed a checkout of the equipment and confirmed the co2 absorber canister latch had 3 loose screws causing a leak. The screws were tightened and the unit was returned to service.